Event description:
Device returned for analysis with report of "cracks in the insulation of extension from receiver causing shock in patient's pocket site". Follow up with hcp revealed patient reported experiencing pain in the same area of stimulation and shocks. Hcp noted a "knife nick" in the extension when replacing the receiver. Hcp thought shocks may be due to fluid in the receiver. A new receiver was implanted. Patient is doing well with new device.